Event description:
It was reported that an occlusion alarm occurred. Reportedly, the cartridge pigtail was kinked. The customer straightened the pigtail and was able to successfully resume insulin. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.